Event description:
The citadel plus bed frame inspection revealed the detached actuator responsible for the high and low movement of the bed¿s platform. Additionally, the radius arm detached from the bed sub-frame. No patient was involved at that time. No injury occurred.

Manufacturer narrative:
The hi-low actuator is the component of the bed responsible for the high and low movement of the entire bed. The detachment of the actuator results in the bed movement to the trendelenburg/reverse trendelenburg position. In the analysed issue the actuator was mechanically damaged, it detached from one side of the bed. Based on the previous complaints, the actuator can be mechanically damaged if the bed¿s movement is interrupted by the obstacle, for example when the obstacle is placed under the bed. This is in line with the current complaint. The frame of the bed was damaged (the radius arm detached from the bed sub-frame) which suggests that the device was in a collision of unknown origin which resulted in a violation of the bed¿s geometry and actuator detachment at the end. The actuator and the bed frame were found to be mechanically damaged and from that perspective, the device did not meet performance specifications. The device was not in use when the issue was detected. It was decided to report this case as the detected malfunction of the actuator resulted in the unexpected movement of the bed platform. No injury was claimed.